Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ crease folding of implant: no observed were creases on the devices. Additional observations: ¿ observed deformation on the device. ¿ white particles observed in the surface of the shell.

Event description:
Physician reported left side capsular contracture, baker grade IV. MRI performed concluded ¿small quantity of periprosthetic liquid especially on the left side¿, ¿deep radial folds especially on the left side without sign of rupture¿, ¿axillary adenopathies of non-significant size¿. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.

Manufacturer narrative:
Health effect impact code: (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy, seroma late, capsular contracture baker grade IV visual analysis: device photograph(s) for the device related to the reported event of capsular contracture, lymphadenopathy, seroma-late and crease/folding of implant reviewed on (B)(6) 2023. Visual analysis of the photographs identified: -capsular contracture: observed next to the device have appears to be biological tissue but it is a medical event not related to the device. - lymphadenopathy: unable to confirm as it is a medical event not related to the device - seroma-late: unable to confirm as it is a medical event not related to the device - crease/folding of implant: unable to confirm as it is a medical event not related to the device it is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side capsular contracture, baker grade IV. MRI performed concluded ¿small quantity of periprosthetic liquid especially on the left side¿, ¿deep radial folds especially on the left side without sign of rupture¿, ¿axillary adenopathies of non-significant size¿. The device has been explanted with a complete capsulectomy and replaced with a non-allergan device.